Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) fainted [syncope] the patient experienced a drop in insulin [blood insulin decreased] the patient injected twice [extra dose administered] the patient does not know how to transfer the data to the phone [device use issue] case description: this serious spontaneous case from spain was reported by a consumer as "fainted(fainting)" with an unspecified onset date, "the patient experienced a drop in insulin(insulin blood decreased)" with an unspecified onset date, "the patient injected twice(extra dose administered)" with an unspecified onset date, "the patient does not know how to transfer the data to the phone(device use issue)" with an unspecified onset date, and concerned a 69 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index(bmi) was not reported medical history was not provided. On an unknown date, the patient reports that does not know how to transfer the data to the phone. The pen was new, and because the patient could not manage to transfer the data, the patient experienced a drop in insulin(blood insulin) values and units not reported and faint-ed, the patient believes this happened because the patient injected twice, as the patient forgot whether the patient had injected. Batch numbers: novopen echo plus: pvgev60 action taken to novopen echo plus was not reported. The outcome for the event "fainted(fainting)" was not reported. The outcome for the event "the patient experienced a drop in insulin(insulin blood decreased)" was not reported. The outcome for the event "the patient injected twice(extra dose administered)" was not reported. The outcome for the event "the patient does not know how to transfer the data to the phone(device use issue)" was not reported. Reporter's causality (novopen echo plus) - fainted(fainting) : unknown the patient experienced a drop in insulin(insulin blood decreased) : unknown the patient injected twice(extra dose administered) : unknown the patient does not know how to transfer the data to the phone(device use issue) : unknown company's causality (novopen echo plus) - fainted(fainting) : possible the patient experienced a drop in insulin(insulin blood decreased) : possible the patient injected twice(extra dose administered) : possible the patient does not know how to transfer the data to the phone(device use issue) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigation result: novopen echo plus - batch pvgdv60. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The electronic register was checked. The device was disassembled to examine internal parts, and a microscopic examination was performed. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. The memory display showed error or end after injection, and it was not possible to see the last injected dosage in the memory display. The connectivity to transfer data from the pen to the app is impacted. The observed problem was caused by interference from foreign matter entering the pen and was due to accidental handling during use. The observed problem did not influence the mechanical functions of the pen. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer's comment 30-jan-2026- the suspected device novopen echo plus has been returned to novo nordisk for evaluation. The device's memory showed that the injection attempt failed due to absent flow in the delivery system, triggering an "error" message. Attaching a new needle before the next injection restores normal pen function. The issue resulted from unintended device use. The memory display showed "error" or "end" after injection, preventing viewing of the last dose, and data transfer to the app was affected. The issue occurred due to foreign matter entering the pen from accidental handling. Patient has not been trained in how to transfer the data to the phone. Hence patient injected twice leading to hypoglycaemia and fainting. H3 continued: evaluation summary. Novopen echo plus - batch pvgdv60. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The electronic register was checked. The device was disassembled to examine internal parts, and a microscopic examination was performed. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. The memory display showed error or end after injection, and it was not possible to see the last injected dosage in the memory display. The connectivity to transfer data from the pen to the app is impacted. The observed problem was caused by interference from foreign matter entering the pen and was due to accidental handling during use. The observed problem did not influence the mechanical functions of the pen.